Manufacturer narrative:
Device evaluation summary: according to the information reported, the patient experienced right implant displacement. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: migration and anisomastia. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent breast augmentation surgery with a two 400cc mentor memorygel breast implant experienced left sided capsular contracture baker grade IV and right sided device migration, anisomatia post procedure. As a result, patient underwent bilateral removal and replacement with two non mentor breast implants on (B)(6) 2020.